Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed should any significant supplemental information become available

Manufacturer narrative:
(B)(4). During a follow-up with the home patient's caregiver (cg) about the alarm, it was found that everything was fine and that they were able to start over with new supplies. The cg stated that the samples were discarded and the lot number was not available. Engineering/quality review: this complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. A root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 4 of 4. The patient was connected at the time of the alarm. The technical service representative (tsr) explained the alarm to the home patient (hp), assisted with troubleshooting and advised to notify the nurse the next morning. The hp would finish that night's therapy manually. Proper procedures per the user manual were reviewed with the hp. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.